Manufacturer narrative:
Findings: button error alarm and no esc and act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that they had their insulin pump in their bra when the alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.